Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal diagonal branch with mild tortuosity and mild calcification that was 90% stenosed. A 3.5 x 33 mm xience prime drug eluting stent (des) was successfully deployed at 10 atmospheres; however, an edge dissection occurred. Another xience prime was used to cover the dissection. It was stated that the patient was doing fine. No additional information was provided.